Manufacturer narrative:
Date sent 07/17/20008. Info is unavailable; device was not returned for eval.

Event description:
It was reported that following a successful laparoscopic cholecystectomy, in the afternoon, the pt experienced bleeding and had to undergo a laparotomy. On reopening the pt, the clips used to isolate the cystic artery had a "ring" in the distal part. The surgeon had to apply sutures. The pt is doing well and is expected to have a full recovery.